Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:"date inratio dr's poc meter (B)(6) 2015 1.8 4.2time between tests: one hour.therapeutic range: 2.5-3.5.